Manufacturer narrative:
The technician replaced the bed exit power control board assembly to resolve the issue.

Event description:
The technician alleged the bed exit has no audible alarm. No pt impact.